Event description:
It was reported that on (B) (6) 2010, the patient presented to the clinic for lead replacement due to high impedance measurements since implant. But upon removal and reconnection impedance values were normal. However, days later, the lead impedance was high again. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received test leads inserted and secured properly to the header. The device was interrogated and normal communication was successfully established. A cardiac simulator was connected to the device. Test signals were sensed and paced normally. Normal pacing voltage lead impedance values were measured during bench testing and on the automated test system. No anomalies were found.